Event description:
Inflammatory reaction [inflammation]. Articular pain [arthralgia]. Redness [erythema]. Case description: spontaneous report received on 08/jul/2008 from a physician regarding a pt (initials, age, medical history unk) who received two synvisc injections in the ankle administered one week apart (date not provided). After the second injection the pt experienced an inflammatory reaction in the ankle articulation that was unk in intensity and non-serious according to the physician. As of the date of receipt of this report the pt's outcome was unk. The physician did not provided the relationship between the event and synvisc. On 23-jul-2008, the qa result was received. The product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Additional info received on 23-jul-2009 and 30-jul-2008 from the physician. The pt is a (B) (6) female. The pt's relevant medical history includes advanced stage ankle osteoarthritis. On (B) (6) 2008, "within days" after receiving the third injection of synvisc, the pt experienced inflammatory reaction described as articular pain and redness that was severe in intensity and serious, according to the physician. The previous two injections of synvisc were well tolerated. The physician assessed the relationship between the reported events and synvisc as probable. As of the date of receipt of this report the pt outcome was not yet recovered. MFR's comment: the recommended initial treatment regimen is a single injection. If however, adequate symptomatic relief is not achieved after this injection, it is recommended to administer a second injection. Clinical data have demonstrated that pt's benefits from this second injection when administered between 1 and 3 months after the first injection.

Manufacturer narrative:
Eval summary: the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaints. Genzyme will continue to monitor complaints.